Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had had their settings at 2.6 and their therapy wasn't working right. The patient reported that they were not receiving symptom relief. Agent asked if the issue ever resolved, patient stated not really, but they have had their therapy off. Agent guided patient through turning their therapy back on. Patient successfully turned their stimulation back on, stimulation confirmed. The patient also stated that they had a cmat test performed on 06/17, and that their implant "totally interfered" with the results because the patient didn't turn off their therapy. Patient stated that they rescheduled the test for july. Patient also stated ,  the stimulator is playing havoc with the pad devices on the bottom of their feet.

Event description:
Patient called back to report having their cmat test repeated today with therapy turned off. Patient stated the cmat leads that adhere to the bottom of the feet would not connect, and physician believed it to be because of the ins, despite it being turned off. Patient wondered if this was possible. Agent suggested it was not likely; however, it would be appropriate for the hcp to call technical services (ts) themselves to ask more specific questions. Agent provided patient with ts phone number. Agent also suggested the hcp reach out to cmat manufacturer to review contraindications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.